Event description:
It was reported that during a procedure to treat a de novo lesion in the mid saphenous vein graft to right coronary artery with no tortuosity and no calcification, a 4.0x28 mm rx xience prime stent delivery system (sds) was prepped per the instructions for use without any issues noted. Pre-dilatation was performed and the sds was advanced without resistance. During attempted inflation, the sds balloon did not inflate easily. After inflation of the sds balloon to 14 atmospheres, when the physician wanted to deflate the balloon, the balloon did not deflate. Reportedly, negative pressure was held for 25 seconds in an attempt to deflate the balloon. A 50 cc syringe was used and negative pressure was applied until the balloon deflated. The balloon was completely deflated prior to removal and the sds was simply withdrawn from the patient anatomy. The stent was fully apposed to the vessel wall. There was no adverse patient effect. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.